Event description:
While testing the tps handpiece cord the handpiece ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the tps handpiece cord the handpiece ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device will be evaluated upon receipt.

Manufacturer narrative:
The device was not returned for evaluation.